Event description:
It was reported to boston scientific that during unpacking the loops of the stents were found to be broken. No patient complications were reported as a result of this event.

Manufacturer narrative:
A visual evaluation found that one of the distal loops had been broken. The break appeared to have occurred to the side of the distal end of the loop. The ends at the break had been cut at an angle and a second partial cut mark was also found. The second loop was also found to have three partial cut marks on it. The most probable cause appears to be due to retrieval line being pulled on with excess force causing the one loop to be cut and the second to have markings. The multiple partial cuts support the fact that the loops were pulled on by the retrieval line multiple times.